Event description:
During a pfa/af and afl procedure, when the flexability catheter was connected, it was not recognized on the ampere. The ampere was powered off and restarted, but the issue was not resolved. After restarting, the message ¿generator malfunction. Contact sjm technical support¿ was displayed. All connected cables were disconnected, and the system was restarted again. The ampere unit started up without any issues, so the cable was replaced; however, the issue was not resolved. The flexability catheter was also replaced, but the issue persisted and the initial problem could not be resolved. Ultimately, even after replacing the cable three times and flexability catheter twice, the issue was not resolved. When connecting the tactiflex catheter, it was able to be connected without any issues. The procedure was performed without using the rf catheter. The procedure was completed and there were no adverse consequences to the patient.

Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.